Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the site had a damaged ratcheting handle. There was no patient present when this issue was identified. It was noted that the cause or contributing factors to the damage was general use and handling.

Manufacturer narrative:
Additional information: a ratcheting handle was returned back for analysis and upon inspection it was determined that this product does not belong to this manufacturing site ID. The information has been forwarded to the correct group. If information is provided in the future, a supplemental report will be issued.